Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 momentary squeeze (ms) pump underwent a thorough analysis. The ams 700 momentary squeeze (ms) pump was visually inspected, and leak and functionally tested. No damage or abnormality was noted, no leaks were identified. However, the ams 700 momentary squeeze (ms) pump failed functional testing. Based on the information available and analysis results, the failed functional testing of the ams 700 momentary squeeze (ms) pump could have caused or contributed to the reported clinical observation of the dimpled pump; therefore, the investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because his inflatable penile prosthesis (ipp) was not functioning properly. Troubleshooting was attempted by the medical staff to no avail. Tests were performed and it was noted that the pump was dimpled; subsequently, two weeks later the patient underwent a revision surgery in which the pump was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient went to the clinic because his inflatable penile prosthesis (ipp) was not functioning properly. Troubleshooting was attempted by the medical staff to no avail. Tests were performed and it was noted that the pump was dimpled; subsequently, two weeks later the patient underwent a revision surgery in which the pump was removed and replaced. There were no patient complications.